Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right ventricular lead noise oversensing which led to pacing inhibition. Initial interrogation indicated the patient had several high ventricular rate episodes. Capture, impedance, and sensing were within normal ranges. The lead was capped and replaced on (B)(6) 2020 without complication. The patient did not experience any symptoms before, during, or after procedure.